Manufacturer narrative:
Of the 82 allegations of a malfunction, 54 pumps were returned to animas and investigated. Of the investigated pumps, 22 were found to be malfunctioning due to a line through display. During investigation for unrelated allegations, there were 5 additional line through display failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 82 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display issue. These reports were received from various sources. The patients associated with this allegation ranged from 16-255 pounds and between 5 and 82 years of age. Of the reported patients, 34 were male, 47 were female, and 1 were unknown.

Manufacturer narrative:
Follow up #x 07/29/2017 device evaluation: in q2 2017, there were 15 instances of line through display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.